Event description:
It was reported that the pt was implanted in 2003, since activation the pt has had facila stimulation with his device. His device was programmed below facila stimulation, and he currently has electrodes 1-5 on. Increasing the pd does not increase loudness growth. He is now having follow-up care at a different clinic and the clinic is going to look at obtaining a CT and audiological results to evaluate his benefit from the device. Even though, there is no apparent device failure or malfunction (i.e. Lack in quality), the pt and/or clinic are considering re-implantation due to the problems experienced.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.